Event description:
It was further reported that the patient had multiple electrical fault, controller fault, vad stopped, and high watt alarms logged on another controller. The second controller remains in use.

Manufacturer narrative:
Correction to initial MDR: (B)(4). Product event summary: one controller (B)(4) was returned for evaluation. The controller (B)(4) was not returned for evaluation. Failure analysis of the returned controller revealed that the controller passed visual inspection and functional testing. Log file analysis pertaining to controller (B)(4) did not reveal any anomalies during the timeframe of the reported event. Additionally, the controller (B)(4) was a backup controller. Review of log files pertaining to controller (B)(4) revealed 9 controller fault alarms, 12 electrical fault alarms, 3 high watt alarms, 4 vad disconnect alarms and 12 vad stopped alarms on 24/jul/2017. The controller fault alarms were due to an open mosfet causing the pump to run on front stator only, resulting in high watt alarms due to increased power consumption required to run on a single stator. The vad stopped alarm logged at 12:03:55 was due to failure of both the stators resulting in the pump being unable to restart. The pump was restarted on the backup controller at 12:15:50. The electrical faults following the vad stopped alarm were triggered due to over current conditions. The controller faults and electrical faults that followed were a result of adc reference voltage failure resulting in invalid motor current values due to lack of accurate current measurements. The vad disconnects were a result of a physical disconnection of the driveline from the controller. As a result, the reported "alarms" event was confirmed. Since the controller (B)(4) was not returned for evaluation, the reported "loose power port connections" event could not be confirmed. Given that the controller (B)(4) is not available for evaluation and based on the investigation conducted, a potential root cause of the reported event can be attributed to water ingress while the patient was showering; it is likely that the controller leaked water through the reported loose power ports and the current measurement circuitry was affected triggering the observed alarms. This event was assessed and is being reported as part of a retrospective review of log file data. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
It was reported events of multiple alarms and loose connectors. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the controller passed visual inspection and functional testing. Log file analysis did not reveal any anomalies during the event date. The reported event could not be confirmed; neither loose connectors nor alarms were observed during the analysis of the device. No failure detected; neither loose connectors nor alarms were observed during the analysis of the device. After further review of additional information received sections have been updated accordingly. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was showering when they heard medium and high priority alarms coming from the controller, resulting in patient anxiety and annoyance. The patient switched out the controller to their backup controller, and the alarms stopped. The patient went into the hospital, where the multiple alarms were noted by the perfusionist and the engineer stated that the problem had been the controller. It was further noted that both power source connections on the controller that had alarmed were loose. The controller was exchanged. No further patient complications have been reported as a result of this event.